Event description:
Per independent repair center alarming or red light and alarm will not function and key issue is sieve bed is defective. Additional malfunctions are the muffler is dirty/clogged, the power switch has a short circuit, the 4-way valve is defective, and the pilot valve is contaminated.